Event description:
It was reported the customer experienced a low blood glucose (bg) level (48 mg/dl). The customer consumed orange juice and carbohydrates to treat the bg. The cause for the reported issue is unknown.